Event description:
It was reported that the patient implanted with this pacemaker expired on the same date of implant. There were no allegations against device functionality. The local area field representative was contacted for additional information. At this time, no further information is available. This report will be updated should additional information become available.